Event description:
It was reported via legal documentation that approximately 168 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort, swelling, gait impairment, poor balance, and component part loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01032. 1038671-2024-04358. 1038671-2024-04361. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, femoral loosening, tibial loosening, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that approximately 168 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort, swelling, gait impairment, poor balance, and component part loosening. Operative notes were provided. The polyethylene was fractured at the margins. Evidence of synovitis and osteolysis are noted. Evidence of polyethylene wear was observed. Wear and delamination of the patella polyethylene was noted. Both tibia and femur were loosely affixed. Cavitary osteolytic holes in the proximal tibia and distal femur were observed. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Corrected fields: d4, d10, g5. Updated fields: a2-3, b5. D10: ((B)(6)) 200-02-35 - three peg patella 35mm. ((B)(6)) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. ((B)(6)) 02-012-35-2015 - logic tibia ps mod insrt sz 2 15mm.